Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was noted that the ipg was slightly tilted. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.